Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) could be felt through the skin. It might be tilted. The patient had lost (B)(6) over the past 6 months. The ins was going to be replaced. Further follow-up is being conducted to determine if the ins was tilted, the cause of the issue, what steps were taking, and if the issue was resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the implantable neurostimulator (ins) tilt was not confirmed. A manufacturing representative (rep) in the office tried to communicate with the device and evaluated the device. The cause of the ins being tilted remains unknown.